Manufacturer narrative:
Integra has completed their internal investigation on march 17, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the active part is broken and missing. However, the event occurred during the reprocessing as the device was not in patient contact. The fragment was recovered but not returned. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the most probable cause of the breakage is a shock or an excessive constraints on the device during use or reprocessing.

Event description:
It was reported that the extremity of the electrode broke. Product was not in contact with the patient, no patient injured and the event did not lead to an increase of surgery time. All the pieces were retrieved.